Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that was provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contains data from (B)(6) 2019 at 6:13:14 through 11:20:36. Low flow events were captured throughout the log file from (B)(6) 2019 at 6:13:18 through 6:38:50. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. According to the account, the patient has a suspected clot. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. Multiple attempts for additional information were made and no further detail was provided. The hm3 lvas IFU lists thrombus and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced a low flow event due to a suspected blood clot. Following the alarms, a few pi events were recorded in the log file. No further information was reported.